Manufacturer narrative:
Pump had cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window, missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the battery chamber, lcd screen, and reservoir compartment. The customer's blood glucose level at the time of incident was 130mg/dl.